Event description:
Olympus (omsc) was informed that the visera 4k ultra high definition camera control unit reportedly had an e116 error code. The problem was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The device was returned for evaluation. The customer¿s reported issue could not be confirmed or duplicated. The investigation is ongoing. Therefore; the root cause of the reported issue cannot be determined at this time. However; if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the error e116 could not be determined. E116 error occurs when a fan of either the graphics processing unit or central processing unit (gpu/cpu) is not responding. Olympus will continue to monitor field performance for this device.